Manufacturer narrative:
On october 3, 2023, the mentor failure analysis lab received the device for evaluation. The device had a "l" label on it. Clarification is in progress for side of rupture. Supplemental report will be submitted when information is received. On october 4, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found ruptured and received in two parts. The evaluation determined that the cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On october 5, 2023, mentor became aware that the replacement devices used on (B)(6) 2023 were catalog number 3503001bc; serial number (B)(6) on the left side, and catalog number 3503001bc; serial number (B)(6) on the right side. Adverse event date was provided as september 14, 2023, same as surgery date. Clarification is requested and supplemental report will be submitted upon receipt of further information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. It was reported that patient fell on her chest while riding a bike. As a result, the device will be explanted on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explantation: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).